Event description:
The customer reported a ventilator shut off while in use and did not alarm audibly or visibly. The device was in clinical use at the time the issue was discovered. It was reported that the patient woke up, remove their own mask as they were having difficulty breathing and did not tell anyone that the unit shut off until the morning. It was reported that there was a delay to patient therapy caused by the event. However; no reported patient harm or injury. Additional information regarding the patient and medical intervention were requested, however, the customer was unable to provide this information. The device was evaluated by the customer (biomedical engineer) who could not reproduce the issue and stated that the unit appears to function as intended. The device is not back in service. The customer is unwilling to use the unit until the unit cleared to be used by the manufacturer. The biomed is requesting a device check. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer is unwilling to use the unit until the unit cleared to be used by the manufacturer. The biomed is requesting a device check. The device is currently waiting remediation. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.